Manufacturer narrative:
The investigation of the picture provided was completed by the failure analysis lab on 10/31/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the left implant and generalized illness. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, no anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: facility information (B)(6). Reason for device explant and/or reoperation: deflation and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 275cc mentor smooth round moderate profile experienced bilateral chronic lung issues, joint issues, brain fog, autoimmune symptoms from the waist up, nasal issues, nasal polyp in nose, chronic allergies, loss of taste for 10 years, loss of smell for 10 years, chronic asthma and left sided deflation post procedure. As a result, patient had undergone bilateral removal on (B)(6) 2018. This report is for the left sided device. See 1645337-2019-21856 for contralateral prosthesis report.